Event description:
It was reported that the customer had difficulty charging the pump battery, "take a very long time to be 100%". There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.